Event description:
Caller reported malfunction on pump with no notable events prior to the issue. There was no adverse impact to customer's blood glucose level. Customer requested to perform pump reset and continue using current pump.